Event description:
It was reported the patient had an infection and had a loss of therapeutic effect. It was stated the patient had a urinary tract infection (uti) two months prior to report and they had urinary problems and burning. It was noted the patient was told they were clear for a uti based on the test that was taken. Reportedly, the patient was in pain and could not stop urinating. The patient went to s ee their primary care doctor the day after that test and had another test that was positive for uti. It was noted the patient got a uti about every month and a half and when they got utis their bladder symptoms got worse. It was stated the patient was ¿sure she has a urinary tract infection at this time."

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 095-25, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3889-28, lot# v573249, implanted: (B)(6) 2010, product type: lead. (B)(4).